Manufacturer narrative:
A ge service rep performed an onsite investigation. A part was ordered. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system displayed poor quality images and one of the image panels disappeared. No pt injury was reported.